Event description:
Philips received a complaint on a ctg7 fetal/maternal monitor indicating the uterine contraction data was inaccurate. The medical staff found that the uterine contraction data of the patient fluctuated up and down and was inaccurate when using the device. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was not performed by philips; however, based on information provided, the customer performed troubleshooting and determined that the uterine contraction probe malfunctioned. After replacing the uterine contraction probe, the measurements returned to normal. It was confirmed that the faulty component was a philips product; however, the part ID was unknown. Based on the results of the information provided, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty probe. The issue was resolved by replacing the probe. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation note: this product is not marketed in the us; therefore, the FDA code and cfn/fei are based on similar products which are marketed in the us.